Event description:
It was reported that the customer experienced unexplained high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 568 mg/dl but had lowered to 254 mg/dl by the time of the call. The customer had corrected with a bolus using the insulin pump. No symptoms of high blood glucose were observed. Upon troubleshooting, it was found that insulin did exit the tubing during a manual prime, and no leak was found. Unable to complete high pressure test due to lack of tubing clamps; advised the customer to perform a complete infusion set change as soon as possible. The caller declined return of the reservoir and infusion set for analysis. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.